Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and was found to have the grip axis pin dislodged from the grips diameter measures approximately 6.52 mm at the swaged end compared to the nominal pin diameter of 5.42 mm. Measurement results suggest the pin is partially swaged. Grips and other components adjacent to the dislodged pin do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the manufacturing. This pin can become dislodged and sticking out due to improper swaging.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the prograsp forceps instrument had a pin protruding out of alignment. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was discovered prior to the procedure. There was no report of a fragment falling into the patient's anatomy.